Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had damage in reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer reports that a piece fell of near the top of the reservoir. Reservoir was not able to locked in place. The pump will be returned for analysis.

Manufacturer narrative:
Device received with reservoir tank broken inside the reservoir tube and stock inside.